Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The alt o2 switch was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, the unit was alarming "alt o2". There was no report of patient involvement.